Event description:
It was reported that two ceramic liners chipped upon attempted impaction into the acetabular cup. Following chipping of the second liner, the acetabular cup was removed, and replaced with a novation crown cup into which a poly liner was inserted without further incident.

Manufacturer narrative:
Review of applicable device history records revealed that the ceramic liners and novation ceramic ahs acetabular cup were accepted in conformance to the product requirements. Engineering evaluation of the returned devices noted a deformation/burr on the returned ahs 54mm cluster hole cup consistent with damage due to improper intraoperative impaction of the cup into the acetabulum. A sibling cluster hole cup from the same manufacturing lot was evaluated by quality engineering, and found to have no signs of burrs or deformations as were noted on the returned device. It was concluded that the improper impaction of the cup into the acetabulum likely created the burrs and deformations, which caused a stres risers within the liners upon impaction into the cups, resulting in chipping of the liners.